Event description:
A report was received that the patient was experiencing insufficient pain relief due to lead migration. The patient underwent a lead revision procedure. No device malfunction was suspected.